Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿two rns at bedside for double verification of starting pitocin. Pitocin hung, and tubing connected to patient through pump by primary rn, but tubing was clamped and pump was not yet started. Second rn (this rn) came to room, and started scanning pitocin; primary rn released clamp on IV tubing while second rn was scanning med. This rn started to input pitocin settings in pump when pump started alarming showing error message, simultaneously, patient expressed she was having a contraction. Patient started to become more uncomfortable over the next few seconds and baby's hr (heart rate) started to decelerate, but this rn had never started the infusion on the pump. Patient immediately turned llp (low lying placenta, efm (electronic fetal monitoring) readjusted, pitocin tubing disconnected from patient. As this rn disconnected pitocin tubing, I noticed that a broken piece of a pump channel was resting on top of the IV machine. Patient's abdomen was palpating very firm, fhr decel not resolved with initial position changes, so this rn called charge rn and md to bedside and requested charge rn bring terbutaline. Stat cs (cesarean section) was discussed, operating room opened, anesthesia and neo notified, patient prepped, but the deceleration started resolving (lasting roughly 10 minutes total), fundal tone slowly relaxed, and fhr (fetal heart rate) returned to baseline with accels and moderate variability. Due to reassuring tracing coming out of deceleration, md offered that patient and spouse could choose to continue with monitoring and wait on cs due to reassuring fetal status. Patient and spouse agreed that they would like to wait to continue pursuing a vaginal delivery if possible but stated that if this happened again, they would like to proceed with cs. Once deceleration resolved, this rn removed the IV channel that pitocin was on from the IV pump and brought outside of room with broken piece; rn confirmed that the channel was missing the inner door that occludes the tubing and acts as a safety to keep tubing clamped when pump is not running. This rn notified md and charge rn immediately that broken channel likely caused pitocin to be bolused." Refer to pr 11296593 for the record on the mother.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of free flow pitocin could not be confirmed because the requested devices and device logs were not provided by the facility. Inspection and testing of the pcu device and pump module could not be performed as these devices were not returned for further investigation. A review of device logs was unable to be performed as none were returned for investigation. The provided information suggested the platen assembly may have been broken, but because the device was not provided this issue could not be investigated further. Root cause: the root cause for the reported issue of free flow pitocin was not determined from a review of the dataset alone and the requested devices were not received for investigation.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿two rns at bedside for double verification of starting pitocin. Pitocin hung, and tubing connected to patient through pump by primary rn, but tubing was clamped and pump was not yet started. Second rn (this rn) came to room and started scanning pitocin; primary rn released clamp on IV tubing while second rn was scanning med. This rn started to input pitocin settings in pump when pump started alarming showing error message, simultaneously, patient expressed she was having a contraction. Patient started to become more uncomfortable over the next few seconds and baby's hr (heart rate) started to decelerate, but this rn had never started the infusion on the pump. Patient immediately turned llp (low lying placenta, efm (electronic fetal monitoring) readjusted, pitocin tubing disconnected from patient. As this rn disconnected pitocin tubing, I noticed that a broken piece of a pump channel was resting on top of the IV machine. Patient's abdomen was palpating very firm, fhr decel not resolved with initial position changes, so this rn called charge rn and md to bedside and requested charge rn bring terbutaline. Stat cs (cesarean section) was discussed, operating room opened, anesthesia and neo notified, patient prepped, but the deceleration started resolving (lasting roughly 10 minutes total), fundal tone slowly relaxed, and fhr (fetal heart rate) returned to baseline with accels and moderate variability. Due to reassuring tracing coming out of deceleration, md offered that patient and spouse could choose to continue with monitoring and wait on cs due to reassuring fetal status. Patient and spouse agreed that they would like to wait to continue pursuing a vaginal delivery if possible but stated that if this happened again, they would like to proceed with cs. Once deceleration resolved, this rn removed the IV channel that pitocin was on from the IV pump and brought outside of room with broken piece; rn confirmed that the channel was missing the inner door that occludes the tubing and acts as a safety to keep tubing clamped when pump is not running. This rn notified md and charge rn immediately that broken channel likely caused pitocin to be bolused." Refer to (B)(6) for the record on the mother. Additional information was received from the customer which states devices will not be sent in for investigation.